Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt) stating the cause of having to recharge more often was the power being up higher. They adjusted it, and they do not have to charge as often.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was normally patient was going every 4-5 days to recharge and now the last few days patient woke up and the implant was at 40-50% even though patient charged the implant the day before. Patient called the manufacturing representative (rep) and they told patient to call patient services. Patient did not have any falls or trauma. Patient did not change their settings and had the same settings for 3-4 weeks. Reviewed charging frequency depends on usage and settings. The patient was redirected to their healthcare provider to further address the issue. Patient said they will call the rep back.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.